Event description:
The gantry chain broke at the middle of the treatment. The link block of the chain had come out. The gantry chain clamping clip had broken, and the link block had been damaged. This happened during a treatment consisting of seven fields. Three of the seven fields had been completed and the gantry was moving to the planned position for the fourth field. The chain was replaced. No mistreatment or injury occurred.

Manufacturer narrative:
The gantry chain was replaced. Though still under investigation, varian has determined that an MDR is appropriate, as this possible situation, should it recur, could potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation. (B)(4).